Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received regarding the spinal cord stimulation (scs) patient. It was reported that the patient underwent an elective revision procedure due to the need for magnetic resonance imaging (MRI). The procedure was completed without complications. The implantable pulse generator (ipg) was replaced, and electrocautery was utilized during the intervention. The patient remained stable post operation. The facility discarded the explanted device and confirmed that it will not be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.